Manufacturer narrative:
A philips remote clinical specialist (rcs) talked to the customer to troubleshoot the issue. The rcs pulled the clinical audit log which revealed that no malfunction occurred. The audit logs showed that the system alarmed and that the customer acknowledged the alarms during the patient event. The device remains onsite and in use.

Event description:
The customer reported that they did not hear a desaturation alarm and a patient died on (B)(6) 2021 at 10:30 pm.